Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap of the insulin pump was loose. The customer¿s blood glucose level at the time of the call was 131 mg/dl. Customer reported that the insulin squirts out during manual prime process. Troubleshooting was performed and it was reported that the insulin pump showed prime anomaly multiple times and also that the drive support cap was loose. The insulin pump will be returned for analysis.